Event description:
In 2008, the pt's wife reported that she was having difficulty changing the pt's insulin cartridge. She stated that "returning piston rod" was displayed on the screen of the infusion device and she was not able to proceed. The pt's wife again performed the change cartridge procedure and "returning piston rod" was again displayed and the infusion device alarmed e10 (cartridge error). She then attempted removing and reinserting the battery, and the a2 (battery low) alarm was displayed. The pt's insulin cartridge became empty at 12pm and he did not receive any insulin until 6pm when his wife returned home. His blood glucose was elevated to 369 mg/dl and he had been urinating frequently. His normal blood glucose level is 200 mg/dl. The pt's wife reported that the patient had also been experiencing frequent e4 (occlusion) errors. The infusion device was replaced. The patient does not have a backup infusion device. On the next day, the patient's wife reported that at 10pm the previous night, the patient's blood glucose was elevated and did not register on his blood glucose monitor. He was given an insulin injection by his wife to lower his blood glucose. At the time of the report, the wife had just administered an insulin injection of 25 units and the patient's blood glucose measured 369 mg/dl. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.